Event description:
Non sterile spacer is packaged in similar fashion as the sterile implant. The warning that the spacers are not sterile is in very small print on the side of the box and can be easily missed. Both boxes are red and the same shape and size.